Event description:
It has been reported to philips that the system will not power on. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicated with the customer and confirmed that the system was unable to power on. A review of the system log file confirmed the reported problem. Upon remote testing, the rse found that this reported issue was occurring multiple times because the system was not rebooted. To resolve the issue, the rse suggested the customer to reboot the system. After reboot, the system worked normally and returned to use in good working order. The codes were updated based on the investigation outcome.